Event description:
It was reported that a user experienced an episode of low blood glucose to 55 mg/dl of unclear cause, treated with fast-acting carbohydrate, after which the user turned the ilet off due to alerts and alarms, followed by elevated blood glucose persisting into the morning. Symptoms included wheeziness and lethargy. Outcomes included transient low and high glucose with user-reported symptomatic impact. Investigation included complaint intake, product use troubleshooting, and user education. Investigation of this case revealed no confirmed device malfunction and user-initiated pump shutdown temporally associated with subsequent hyperglycemia. It was concluded that the cause of the hypoglycemia was unclear and that subsequent hyperglycemia was consistent with interruption of automated insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.